Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified left and anterior descending artery (lad). The lesion was predilated with a 1.5mm apex balloon. A 2.50x20mm taxus liberte stent was then advanced to the lad and prior to deployment, the stent dislodged from the stent delivery system (sds) in the mid lad. The physician attempted to pull the stent back into the guide catheter but was unsuccessful. The physician then successfully snared the device from the patient and completed the procedure with plain old balloon angioplasty (poba). No patient complications were reported with the patient's current condition listed as "good".